Manufacturer narrative:
Additional information was received that the patient¿s fall was not device related. The patient underwent an explant procedure. The physician did not suspect malfunction on the ipg. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not receiving stimulation after a fall. The lead was showing high impedances. The patient will undergo a revision procedure wherein the lead will be replaced.

Event description:
A report was received that the patient was not receiving stimulation after a fall. The lead was showing high impedances. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure of the whole system instead of lead replacement. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was not receiving stimulation after a fall. The lead was showing high impedances. The patient will undergo a revision procedure wherein the lead will be replaced.